Event description:
It was reported that pumps sound systematically occlusion with these tubing sets. This change of tubing during occlusions results in a loss of time for service of about 10 min. Per the reporter, the issue appeared to be recurrent with the lot. There was patient involvement and no clinical consequences for the patient.

Manufacturer narrative:
E1: (B)(6). H3: device was not returned for root cause analysis. No photographic evidence was provided to aid in investigation. Neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot 4434310 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint could not be confirmed and without the return of the used samples, a comprehensive failure investigation could not be performed, and a probable could not be determined.